Manufacturer narrative:
The investigation into the optical signal issue has been completed. The impella pump was returned for investigation. The investigation of the returned pump indicated the parameters on the returned pump were normal and the sensor functioned as intended in the laboratory. Data logs show a low signal to noise ratio (snr) immediately after pump connection, with pressure spikes. Approximately one day into the case, the snr increased abruptly to 1300 and no more spikes were seen. The investigation determined the cause of the issue was use related and a result of the patient cable not being connected properly resulting in an air gap to the automated impella controller. The investigation conclusion revealed improper technique and use related issue caused the failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the physician was experiencing placement signal with fluctuating reliability after placement. Reportedly, the aortic signal was thought to be intermittently unreliable during the case. The patient remained on impella support and was successfully weaned. No patient harm was reported.